Event description:
A malfunction alarm with code malf 9 was reported by the customer, but there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided information on how to proceed. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump as usual.